Event description:
Right hypogastric was embolized two weeks prior to the zenith implant procedure. Main body graft and both iliac leg grafts were deployed without complication. However, the angiogram performed viewed a distal type I endoleak on the contralateral side. Seal zones of the contralateral leg graft were ballooned several times without a noted resolve to the endoleak. Due to the available landing zone above the hypogastric artery, the physician elected to deploy a main body extension distal to the contralateral leg graft. Post deployment angiogram of the extension positioning, showed the hypogastric artery had been covered by the graft material. Viewing of the placement also observed that the distal landing zone of the extension was in a vessel smaller than the measured diameter of the graft. Attempts were made to push the graft upward off the orifice of the hypogastric artery, utilizing both the distal end of the introducer sheath and a balloon catheter. Attempts to regain patency of the vessel were unsuccessful. Procedure was concluded after final angiogram was performed revealing bi-lateral hypogastric occlusion. Physician to later re-evaluate the situation for consideration of additional intervention.